Event description:
It was reported that during a stent procedure, after deployment of the stent, there was resistance encountered while withdrawing the stent delivery system (sds). The sds and the guide wire were withdrawn together as a unit. When both devices were outside the pt, a plastic piece was observed on the guide wire. This MDR is being reported based on the evaluation of the returned devices. The sds was returned with a tip separation and the separated tip was located over the guide wire.